Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that the patient experienced inappropriate shocks and that the right ventricular lead was oversensing and was fractured. The lead was capped. During the replacement procedure, the helix would not extend on two different leads. Neither lead was used, and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix/lobe was distorted/bent. It was noted that there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant. The analyst noted that the helix is compressed and bent.